Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was performed at this time to resolve the event. The patient was stable and will continue to be monitored.